Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 871 mg/dl. The customer stated has been on prednisone for five days and some issue with so went emergency room visit and they put him back on the prednisone. The customer stated that is why he got high blood glucose. The hospital finally took him off the prednisone yesterday and wasn't supposed to be. The customer will see the doctor tomorrow and they wanted him to change his bolus. Customer stated that the hospital put him on a insulin drip but stated wasn't hospitalized for diabetic event.